Manufacturer narrative:
Additional information: new information received that the foreign body was in the eye but was removed. The lens remains implanted in the patient's eye per surgeon. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the following information inadvertently were not indicated in the follow up MDR report #2 and #3; therefore, the information has been captured in this supplemental MDR report as indicated below: fields below updated accordingly: section d6a: implant date: (B)(6) 2024 section d6b: if explanted, give date: not applicable as the device remains implanted section h3 (no): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h6: type of investigation: 4112 (analysis of information provided by user/third party) section h6: type of investigation: 4117 (device not accessible to testing) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer had a product issue. The doctor found a foreign body in the eyhance intraocular lens (iol) today. It was unknown if there was patient contact with the foreign body in the iol. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: july 25, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge. No foreign material was identified in the cartridge. The lens module was inspected and no damage, viscoelastic residue, or foreign material was identified. The unknown case was inspected and a spot of unknown material contained what appears to be a fiber. The identified fiber was sent to eag laboratories for further evaluation. Per eag laboratories, the material is a protein-based fiber consistent with human hair. The fourier transform infrared spectroscopy (ftir) spectrum raw data output file generated by eag laboratories was then compared against the manufacturing process (añasco) ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿n/a1pc aluminum plate¿ with a 0.436332 correlation. The foreign material is consistent with a protein-based fiber (i.e. Natural fibers class) by comparison with references from our library. Natural fibers class includes hair/fur (protein), wool, silk, and the like. The sample spectrum shows excellent overall overlap with the protein and hair references. However, an important spectral component of human hair includes the cystine oxidation responses which distinguish this as human hair, and not fur, wool or silk. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.